Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/19/2020. Correction: due date 9/16/2020.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 6/4/2020. Attempts to obtain the following information have been performed, however not received to date: what the issue is with the drain?: the issue is clearly describing the reservoir-locking plate. Was a new drain required? To date the device has not been received. If further details or the device are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 8/19/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/3/2020. H3 evaluation: during sample evaluation the plate was able to be open and close without any issue. Tie strap did not interfere on the correct function of the locking mechanism. Therefore, is considered this man factor does not contribute to the reported complaint defect. Locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that the latch of plate and its mechanism had a broken piece . It was not possible to lock the reservoir. When the plate is broken, plate remains open and it¿s not possible to assemble a sample with a broken plate at the manufacturing line. Therefore, other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor. Therefore, it is considered that this material factor could have affected the product integrity and its function. Defect reported by customer was observed due to sample reviewed had locking mechanism broken; however broken components are not part of the pfmea due to all material and components are accepted by specification at incoming inspection. In addition, during manufacturing process each unit is activated to confirm proper function and inspected to confirm it complies with current manufacturing instructions based on the present analysis, and condition of sample received it is determined that the reported complaint is confirmed, however it is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The following information was requested and was received: was the issue noticed during first activation? The issue was not ""the bottom flap could not be bent up properly"" but "the bottom flap was bent up properly, but suction force was weak. "" it is unknown if this issue was during the first activation. How was the case completed? No further information is available. What is the lot number of the reservoir? The lot number is unknown. Device return status we regularly contact with sales rep about the device returning. No further information will be provided. To date no product has not been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. During surgery, the bottom flap could not be bent up properly. The suction was weak. The lot number is unknown. Further details are not provided there were no adverse consequences to the patient.